Event description:
It was reported by the customer that a hole was noted in the balloon during a thermal endometrial ablation procedure. They were able to complete the case with a second catheter with no patient consequences.

Manufacturer narrative:
Conclusion: no conclusion can be drawn a this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.